Manufacturer narrative:
Internal complaint reference (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the osteoraptor anchor became loose and dislodged after implantation. While suturing and tying the knot, the anchor broke. The broken pieces were not removed from the patient, the broken pieces remained secured in the patient. An additional bone hole was drilled, and a void was left in the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. Patient has not been discharged.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture string off the device. The anchor is fractured at the proximal end. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that an unlabeled, undated photo was provided of the anchor that confirms the report. However, based on the limited information provided, the definitive clinical root cause of the reported anchor breakage could not be determined, and a procedural variance could not be ruled out as a likely contributing factor. The report stated the broken pieces of the implantable anchor were left secured inside of the patient, therefore, micro-motion and/or migration is unlikely. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include inadequate bone quality, improper preparation of the insertion site, excessive force, or off-axis insertion of the device. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.